Event description:
The reporter stated, the surgeon inserted an aq2015a silicone aspheric three piece model lens and the lens broke. The lens was removed from the pt's eye with no pt injury. The lens was discarded by the facility.

Manufacturer narrative:
(B) (4): eval conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective and minimize the potential for damaging the lens. (B) (4)